Event description:
An occlusion issue was reported, but there was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to perform several actions, including disconnecting tubing and delivering boluses to address the occlusion alarms. The customer was advised to replace supplies as necessary and continue insulin therapy. A follow-up was arranged for additional assistance.